Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the patient had a fall, and one lead was fractured and one lead migrated. It was confirmed via x-ray that the lead had migrated. Surgical intervention took place wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000081486. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation due to high impedances and unable to enter MRI mode. Diagnostics indicated one of the leads had contacts with high impedance. Surgical intervention may be pending to address the issue. Note: it is unknown which lead is related to this issue.